Event description:
A healthcare facility in the UK reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of a rt265 infant dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). D4 correction: the lot number was removed. During investigation it was found that the lot number reported by the customer was incorrect. Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection revealed that the swivel elbow and swivel wye were returned partly disassembled. No damage was observed to the swivel elbow, the swivel wye or the expiratory elbow - heater wire plug connection. The swivel elbow and swivel wye were reassembled. The pressure test for the complaint device confirmed a tight fit of swivel components. Conclusion: we were unable to determine the cause of the reported event. All rt265 dual-heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt265 circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
Ps339854. The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of a rt265 infant dual-heated evaqua2 breathing circuit was leaking. There was no reported patient involvement.